Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (different specimens collected at different times but the same patient). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 2g23 that has a similar product distributed in the us, list number 4p54.

Event description:
The customer reported false reactive architect hbsag qualitative ii and architect hbsag qualitative ii confirmatory results for a patient donor sample for infection screening. The following data was provided: on (B)(6) 2024, sid (B)(6): initial hbsag qualitative ii result = 1.09 s/co; repeat result = 1.11 s/co, hbsag confirmatory result: hbsagq2_c1 = 1.00 s/co; hbsagq2_c2 = 3.15 s/co; hbsagq2_%n = 74.2% (confirmed positive). The results were released to the patient. On (B)(6) 2024, sid (B)(6) (same patient new blood sample): initial hbsag qualitative ii result = 1.11 s/co; repeat result = 1.15 s/co, hbsag confirmatory result: hbsagq2_c1 = 0.98 s/co; hbsagq2_c2 = 1.02 s/co; hbsagq2_%n = 6.4% (not confirmed). On (B)(6) 2024: repeated confirmatory testing from (B)(6) 2024 blood sample: hbsagq2_c1 = 0.99 s/co; hbsagq2_c2 = 1.04 s/co; hbsagq2_%n = 5.7% (not confirmed). There was no impact to patient management reported.

Event description:
The customer reported false reactive architect hbsag qualitative ii and architect hbsag qualitative ii confirmatory results for a patient donor sample for infection screening. The following data was provided: on (B)(6) 2024, sid: (B)(6): initial hbsag qualitative ii result = 1.09 s/co; repeat result = 1.11 s/co. Hbsag confirmatory result: hbsagq2_c1 = 1.00 s/co; hbsagq2_c2 = 3.15 s/co; hbsagq2_%n = 74.2% (confirmed positive). The results were released to the patient. On (B)(6) 2024, sid: (B)(6) (same patient new blood sample): initial hbsag qualitative ii result = 1.11 s/co; repeat result = 1.15 s/co. Hbsag confirmatory result: hbsagq2_c1 = 0.98 s/co; hbsagq2_c2 = 1.02 s/co; hbsagq2_%n = 6.4% (not confirmed). On (B)(6) 2024: repeated confirmatory testing from on (B)(6) 2024 blood sample: hbsagq2_c1 = 0.99 s/co; hbsagq2_c2 = 1.04 s/co; hbsagq2_%n = 5.7% (not confirmed). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit lot: 59425fz00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for the issue for lot: 59425fz00. Review of tracking and trending did not identify any related trends regarding commonalities for lot number: 59425fz00 and complaint issue. A review of the device history record did not identify any nonconformance's, potential nonconformance's or deviations associated with lot: 59425fz00 and the complaint issue. Clinical specificity testing was performed using an in-house retained kit of the complaint lot: 59425fz00. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect hbsag qualitative ii confirmatory reagent lot: 59425fz00 was identified.